Event description:
The customer reported that the jaws of the device could not be opened. Follow-up found the device jaws were locked on tissue and had to be removed by force.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.